Event description:
A malfunction alarm labeled "malf 0" was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while the pump was being replaced. Technical support arranged for a replacement pump to be shipped. They guided the customer on how to place the malfunctioning pump into storage mode before returning it to tandem using a prepaid label, which the customer acknowledged.